Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer was unable to verify the reported issue, recovered the drawer without any issues and confirmed that no medications were lodged behind it, cleaned the sensor mirror and removed dust from the sensors, logged into the application and performed a final test on matrix drawer 2, which passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer 2 failed to stay closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.